Event description:
It was reported that this peritoneal dialysis (pd) patient reported being hospitalized due to an infection. The patient stated she did not complete treatment for 5 days during the hospitalization and is swollen. During a follow-up with the clinic, it was reported the patient was diagnosed with peritonitis. The patient was reported to be non-compliant with therapy. The patient¿s kt/v was 2.3 and the patient is a low average. The treatment record showed the dwell time is only 90 minutes which could be the reason for the patient¿s swelling. Additional information was obtained through follow-up with the peritoneal dialysis registered nurse (pdrn). The patient was seen in the pd clinic on (B)(6) 2026 due to abdominal pain and cloudy pd fluid. A pd effluent culture was drawn. The patient was diagnosed with peritonitis. The patient was initiated on antibiotic therapy with intraperitoneal (ip) cefepime 2g (B)(6) 2026), ip vancomycin 1.5g (B)(6) 2026), and gentamycin 40mg (B)(6) 2026). The white blood cell (wbc) count was 9.8 and the culture was positive for pseudomonas aeruginosa. A wbc recheck on (B)(6) 2026 showed an elevation of 12.5. The patient was hospitalized on (B)(6) 2026 and discharged on (B)(6) 2026. The suspected cause of peritonitis was lack of aseptic technique. The patient reported being swollen to the physician. The physician advised the patient to use 4.25% solution and resume the diuretic, bumetanide (route, dose, frequency, and duration not provided). The patient verbalized improvement. No pet retest was done.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical review: there is a temporal relationship between peritoneal dialysis utilizing the liberty cycler set and the patient event of peritonitis. However, there is no documentation of a causal relationship between the adverse event and use of the liberty cycler set. Additionally, there is no report of a cycler set defect documented for this event. The cause of the patient¿s peritonitis was attributed to a lack of aseptic technique. The culture result of pseudomonas aeruginosa supports that finding as the bacterium is commonly isolated from natural resources like soil and surfaces in aqueous environments. P. Aeruginosa is also found on the skin of healthy people and has also been isolated from the throat (5%) and stools (3%) of nonhospitalized patients. The report of the patient being swollen was attributed to the patient being non-compliant and being a low average patient. The patient was instructed to change the solution strength and restart the use of diuretics. Based on the available information and no evidence of a defect, the liberty cycler set can be excluded as the cause of the patient¿s peritonitis event.